Event description:
According to the reporter, during a low anterior resection, the surgeon articulated the jaws with maximum angle, clamped the tissue, the status indicators were illuminated green, pushed the green firing mode button, the status indicators were flashed green, then pushed the blue button, however the device did not react . The surgeon said the tissue was not thick. Pushed the silver button ,however the device did not react at all and the jaws remained closing. The sales rep asked the nurse to insert the demonstration battery to the handle. The re-setting was successful and they could open the jaws ,turned them to the straight position and removed the device from the cavity. Replaced by an ultra handle and 2 units of reload, the procedure was completed. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The eeprom was uploaded and indicated 36 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.